Event description:
Reporter alleged blood glucose result of 915 mg/dl was reported by the advantage system. Results above 600 mg/dl are outside of the device's numeric reading range. The customer reported having no symptoms and did not treat or act on the result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.